Event description:
It was reported to boston scientific corporation that a upsylon y-mesh was implanted into the patient on (B)(6) 2016. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; pelvic pain; anal pain; rectal pain; difficulties with bowel motions; recurrent incontinence nonsurgical treatments: the patient was treated with pain medication: panadol osteo for the treatment of: pain relief - originally for pre-existing back pain/arthritis, but assists with complications. Treatment duration: 20 years (as needed). On (B)(6) 2018 the patient commenced other medication (please specify): low dose antibiotic - hiprex for the treatment of: prevent uti's. Treatment duration: 3 years. On (B)(6) 2001 the patient commenced pain medication: voltaren for the treatment of: pain relief - for back pain but assisted with complications. Treatment duration: 15 years. On (B)(6) 2016 the patient commenced topical treatment (including oestrogen cream): oestrogen tablet inserted in vagina for the treatment of: prevent vaginal dryness. Treatment duration: 5 years.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.